Manufacturer narrative:
Analysis confirmed the customer comment of broken connector and broken hanger assembly. It was additionally noted that two display frame screws were missing and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and it passed its final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported (via follow-up) that the external pulse generator's atrial port was broken and would not hold the cable and that the hanger assembly was broken as well. The generator was returned for service. No patient complications have been reported as a result of this event.